Manufacturer narrative:
Establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient faced infusion set bent cannula on second day of insertion on (B)(6) 2026 which leads to high blood glucose levels upto 380 mg/dl and got treated by manual correction.